Event description:
The customer reported the unicel dxc 600i synchron access clinical system had fluid under cc (cartridge chemistries) sample probe. The leak was less than 5ml and contained to the instrument. Customer reported no erroneous patient results have been generated. No exposure reported. Customer was wearing laboratory coat, gloves, and protective eyewear.

Manufacturer narrative:
The field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the cc sample probe leak was the collar wash valve. Fse replaced the valve and the leak was resolved. (B)(4).